Event description:
Event summary: it was reported that the patient had an s3 system failure alarm while the patient was in a CT scanner. Initially, the alarm could be canceled but came back. Over time the alarm became more consistent, and the pump was changed to the backup. The pump did not stop and had no effect on the patient hemodynamics. Requested information: serial number for centrimag blood pump? (B)(4) (still on patient). Serial number for centrimag motor? (B)(4). Serial number for centrimag 1st generation primary console? (B)(4). Serial number for centrimag 1st generation adult flow probe ¿ 3/8¿? (B)(4). Patient status/condition? Still on ECMO. Was a cause for the alarms determined, if so cause/resolution? No. Did the alarms resolve with the pump exchange? The IFU instructs exchange of the motor/console/flow probe for s3 alarms-were these products also exchanged? Alarm resolved with all three items exchanged. Is any product returning, if so which ones? Yes, whatever the company wants returned. Returned to manufacturer- tracking number(s): (B)(4).